Manufacturer narrative:
(B)(4). Date sent: 9/26/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one gst60b reload was returned inside its unopened package; upon visual inspection, some loose drivers were noted inside the package. In addition, a pan partially dislodged on the distal end was noted. The defect observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. Device history review a manufacturing record evaluation was performed for the finished device lot number 380c10, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, pulled a reload out of the box and saw 3 staple drivers loose in the packaging plus the metal bottom of the cartridge was not intact with the front underside of the reload on one side. No delay in surgery and completed successfully. No patient consequences reported.